Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and bent parts in the ac connector. Event history log review found that the pump could not hold data which pointed to a faulty pwa. Functional testing found that the ac adaptor would not slide all the way in and that the dso sensor was faulty. The root cause could not be determined as no problem was reported. The dso sensor, dso bezel, dso seal, and pwa were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was ¿faulty¿ and for repair. There was unknown patient involvement and unknown patient harm.